Event description:
Dealer advised left wheel lock has been replaced a couple of times due to not holding.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.